Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing ongoing, intermittent high blood glucose (bg) levels (over 600 mg/dl). The infusion set site would be changed. A bolus via the pump and insulin injections were used to address the bg level. As the high bg events had occurred in the past, tandem technical support advised the customer to discuss the events with a healthcare provider.